Event description:
Anaphylactic reaction [anaphylactic reaction]. Diffuse rash [rash generalised]. Facial edema [face oedema]. Case description: spontaneous report received on 14-dec-2007 from a physician via a medwatch form regarding a patient. The patient received the first dose of synvisc on an unknown date administered via intra-articular route at a dose of 2 ml, 1x/w. The patient's medical history is not available. In 2006, the patient experienced an anaphylactic reaction with diffuse rash and facial edema that was unknown in intensity and medically significant.